Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Attempts to obtain device were unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 3000tfx 19mm valve was explanted after an implant duration of four (4) years, eight (8) months, nine (9) days due to moderate stenosis and high gradients. The device was replaced with a sapien valve implanted surgically. The new valve had two small perivalvular leaks that were resolved almost completely through additional dilation of the transcatheter valve. The patient was noted in stable condition. Op note indicates " a girl who is now (B)(6). She underwent a vsd closure at about 5 years of age. At that time, he had a relatively small peri membranous vsd, which had attempted to close itself with the right coronary cusp of the aortic valve. At that time, she underwent vsd closure and aortic valve repair. About a year and a half later, she underwent a repeat aortic valve repair. Six months after that, she underwent a 3rd aortic valve repair. That repair lasted for about 5 or 6 years and then she developed recurrent aortic regurgitation. At that time, she underwent a bioprosthetic aortic valve replacement with a 19 mm stented bioprosthetic. She has done very well in the past 5 years, but has begun to have exercise intolerance. She has mild to moderate basetine aortic stenosis, but with a stress echocardiogram the peak gradient across the valve went up to close to 100. She also had chest pain with exercise and it was felt that she would benefit from replacement of the valve." Attempts to obtain explanted device were unsuccessful.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 19mm aortic transcatheter valve was disabled after an implant duration of four (4) years, eight (8) months, nine (9) days for unknown reason. A 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. No additional details provided.